Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure for incontinence on an unknown date and the mesh was implanted. It was reported that the device was too tight for the patient and it was taking the patient minutes to urinate so it was released on (B)(6) 2014. The patient had a recurrence of the incontinence. It was reported that over the years the patient attended physiotherapists, a general practitioner, pilates private sessions, yoga courses, and although there was some relief at times, the pain became worse. It was reported that if the patient aggravates the left hip the patient is left with left side weakness and has to hold onto something to get up out of a chair at times. It was reported that the patient is slowed in walking and has difficulty in sitting in certain positions. It was reported that the patient cannot sit cross legged without great discomfort. It was reported that the patient's left hip/pelvic area feels weak and the patient overcompensates with the right leg which causes other issues. It was also reported that the patient also experiences some urge incontinence. It was also reported that no practitioner has been able to resolve the patient's issues.